Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 330 mg/dl while wearing the pod between 4 and 24 hours. In addition the patient reports the pod failed to adhere and the cannula had become dislodged from the pod infusion site (arm).

Manufacturer narrative:
Added d4 - lot # ph1k05262331 d4 - serial (B)(6) added d4 - expiration date 11/26/2024 h4 - device mfg date -5/26/2023 d4 - primary UDI number changed from (B)(4).